Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smart pass feature was found to be disabled on this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services reviewed the printout and discussed the morphology had changed such that the r-wave amplitudes were decreased. Smart pass will disable when there are seven contiguous low-amplitude detections of less than 0.25mv and five contiguous interval measurements where two of five intervals greater than 1.4 seconds. It was noted the patient was sleeping at the time and was bradycardic, so the leadless pacemaker started to pace at 40 bpm, which changed the r-wave amplitude and morphology. Technical services discussed increasing the lower rate limit on the lcp to 45 bpm to avoid meeting the long interval requirement, and evaluating the other sense vectors for better amplitudes while pacing. It was reported that there is some t-wave oversensing with paced complexes. The local field representative will follow up with the physician to see if any programming changes are warranted. No adverse patient effects were reported. Additional information was received. The patient had been hospitalized for illness and it was found that the device delivered inappropriate atp and shock therapy for supraventricular tachycardia (svt). Smart pass had disabled such that t-wave oversensing was observed. The sense vector was reprogrammed from secondary to primary, the conditional zone rate cut off was decreased to 180 bpm, and the patient was started on antiarrhythmic medications. The patient was discharged after five days in stable condition. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the smart pass feature was found to be disabled on this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services reviewed the printout and discussed the morphology had changed such that the r-wave amplitudes were decreased. Smart pass will disable when there are seven contiguous low-amplitude detections of less than 0.25mv and five contiguous interval measurements where two of five intervals greater than 1.4 seconds. It was noted the patient was sleeping at the time and was bradycardic, so the leadless pacemaker (lcp) started to pace at 40 bpm, which changed the r-wave amplitude and morphology. Technical services discussed increasing the lower rate limit on the lcp to 45 bpm to avoid meeting the long interval requirement, and evaluating the other sense vectors for better amplitudes while pacing. It was reported that there is some t-wave oversensing with paced complexes. The local field representative will follow up with the physician to see if any programming changes are warranted. No adverse patient effects were reported. Additional information was received. The patient had been hospitalized for illness and it was found that the device delivered inappropriate atp and shock therapy for supraventricular tachycardia (svt). Smart pass had disabled such that t-wave oversensing was observed. The sense vector was reprogrammed from secondary to primary, the conditional zone rate cut off was decreased to 180 bpm, and the patient was started on antiarrhythmic medications. The patient was discharged after five days in stable condition. No additional adverse patient effects were reported. The device remains implanted and in service. Additional information was received. In (B)(6) 2024, the patient presented to the emergency room (ER) due to receiving inappropriate shocks from the s-ICD. It was reported the shocks were due to the patient's atrial fibrillation (af) with rapid ventricular response (rvr). Therefore, the patient underwent an af ablation procedure. However, in (B)(6) 2025 the patient had another episode of atrial flutter that resulted in inappropriate atp and shock therapy. After a long discussion, the decision was made to explant the s-ICD system, extract the leadless pacemaker, and implant a dual chamber transvenous ICD. During the procedure, the leadless pacemaker appeared fully encapsulated and could not be retrieved. It was turned off. The s-ICD was explanted without issue and the patient was discharged to home the following day. No additional adverse patient effects were reported. The explanted s-ICD was returned and is undergoing analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the smart pass feature was found to be disabled on this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services reviewed the printout and discussed the morphology had changed such that the r-wave amplitudes were decreased. Smart pass will disable when there are seven contiguous low-amplitude detections of less than 0.25mv and five contiguous interval measurements where two of five intervals greater than 1.4 seconds. It was noted the patient was sleeping at the time and was bradycardic, so the leadless pacemaker (lcp) started to pace at 40 bpm, which changed the r-wave amplitude and morphology. Technical services discussed increasing the lower rate limit on the lcp to 45 bpm to avoid meeting the long interval requirement, and evaluating the other sense vectors for better amplitudes while pacing. It was reported that there is some t-wave oversensing with paced complexes. The local field representative will follow up with the physician to see if any programming changes are warranted. No adverse patient effects were reported. Additional information was received. The patient had been hospitalized for illness and it was found that the device delivered inappropriate atp and shock therapy for supraventricular tachycardia (svt). Smart pass had disabled such that t-wave oversensing was observed. The sense vector was reprogrammed from secondary to primary, the conditional zone rate cut off was decreased to 180 bpm, and the patient was started on antiarrhythmic medications. The patient was discharged after five days in stable condition. No additional adverse patient effects were reported. The device remains implanted and in service. Additional information was received. In (B)(6) 2024, the patient presented to the emergency room (ER) due to receiving inappropriate shocks from the s-ICD. It was reported the shocks were due to the patient's atrial fibrillation (af) with rapid ventricular response (rvr). Therefore, the patient underwent an af ablation procedure. However, in (B)(6) 2025 the patient had another episode of atrial flutter that resulted in inappropriate atp and shock therapy. After a long discussion, the decision was made to explant the s-ICD system, extract the leadless pacemaker, and implant a dual chamber transvenous ICD. During the procedure, the leadless pacemaker appeared fully encapsulated and could not be retrieved. It was turned off. The s-ICD was explanted without issue and the patient was discharged to home the following day. No additional adverse patient effects were reported. The explanted s-ICD was returned and is undergoing analysis.